Manufacturer narrative:
The returned device was evaluated. During evaluation the unit was able to power on using ac power only. Visual inspection revealed a small scratch on the screen and three (3) missing pogo pins. The pins are needed for battery status indication and battery charging. It was verified that the battery indicator light did not illuminate and the battery was unable to charge. With the battery fully discharged, the device immediately powered off when removed from the docking station.

Event description:
It was reported that the handheld is not charging. Customer states that when the handheld was removed from the docking station it would immediately power off. It is unknown if an error message and/or audible alarm occurred. The customer also noticed that there are three (3) damaged interface pins. No known impact or consequence to patient.